Event description:
Morbidly obese patient undergoing a laparoscopic cholecystectomy. Once the gallbladder was resected from the gallbladder bed, a scissor was used to cut across the last peritoneal attachments. In doing so, the scissor tip disattached from the main instrument body, and had to be retrieved through another port. For the rest of the case a disposable one piece scissor was used. The scissor head itself had to be retrieved with an endocatch bag.